Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they needed assistance with basal settings and mentioned during the call that they also experience a blood glucose level of over 600mg/dl. The customer was found to not have been fully trained on the system and it was also found that the customer did not have a bolus wizard setting. The customer was advised to call healthcare professional. The customer was instructed on how to sue manual bolus. The customer stated that they have not used the insulin pump yet so not high blood glucose testing was needed. The product will not be returned for analysis.